Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign matter coming out from the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. However, the foreign material was unable to be identified. Additionally, it was also confirmed that the section of the device with the foreign material remained had no deformation. According to the methods for procedure in line with the instruction for use (IFU) below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection, and chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. The definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.